Event description:
It was reported that: patient started experiencing pain in his left hip in (B)(6) of 2012. Patient also reported that he is experiencing swelling that is not receding or going down. Patient stated that he had blood work done in august for the cobalt and chromium and the cobalt level is 4.7.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.